Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: k233680 after investigation the event is considered reportable 21may2026. Summary of investigational findings: on the day of placement of a celect-pt filter a tilt of less than 16 degrees was noted. The filter was removed more than six weeks later, as no longer clinically needed. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for this manufacturing lot. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use and/or label. A definitive cause could not be determined from the investigation. Possible causes may include filter placement in ivc¿s with diameters smaller or larger than those specified in these instructions for use (IFU); improper deployment, manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: wce-mdr2126: post-market cook vena cava filters and günther tulip retrieval set: on (B)(6) 2026, this 67-year-old male patient received the study device for temporary use in the perioperative setting in a patient with evidence of current deep vein thrombosis (dvt) in the inferior vena cava (ivc) or lower extremity veins. No antithrombotic medications administered on day of placement procedure. On the same day, the site documented a filter tilt less than 16 degrees. The site commented, ¿filter tilt to right side wall ivc¿. Patient outcome: patient was non-symptomatic. There was no adverse event associated with the device deficiency. This device deficiency did not lead to a surgical/endovascular removal of the filter. No other condition or causes contributed to this device deficiency. The filter was removed (B)(6) 2026, which was no longer clinically needed.